Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV. Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted. This record relates to the right side.

Event description:
Patient reported and healthcare professional confirmed right side capsular contracture baker grade IV. The device has been explanted and replaced. Device has been discarded.